Manufacturer narrative:
Product analysis :unable to replicate customer concern; functional evaluation of the instrument found the instrument able to be securely tightened. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): the device was not returned to manufacturer for evaluation therefore cause of event is unknown.

Event description:
Type of procedure: microdiscectomy pre-operative diagnosis: herniated disc it was reported that on (B)(6) 2015, intra-op, the product would not tighten adequately to hold retractor tube in place. The product came in contact with the patient. No patient complications were reported.